Event description:
It was reported via repair work order that the nurse call cable could not be plugged in. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.